Manufacturer narrative:
(B)(4). The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that invisalign system aligners caused or contributed to the patient symptoms of swollen tongue and blisters on tongue and gums. This event is being filed as an MDR since the treating doctor considered the event was serious for the patient's life and invisalign system product was being used at that time.

Event description:
The patient reported symptoms of swollen tongue, blisters on tongue and gums. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014, by the patient's decision, and the patient is currently fine.